Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer fridge was failed to recognize and medication in the system was not loaded but still in fridge cubie. A field service engineer inspected and informed the customer that the medication had likely been accidentally unloaded but left in the fridge, hence it was not retrievable during searches. The customer planned to review the report and follow up. They later confirmed there was no hardware failure; the delay was due to the user unloading the medication and not retrieving it in a timely manner. No harm occurred, and no procedure was impacted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it failed to recognize the helmer fridge, and medication that was not previously loaded in the system was still found in the fridge cubie. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.